Event description:
It was reported that pump displayed malfunction alarm malf 16 and could not be reset, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections for backup insulin therapy while tandem technical support arranged replacement pump, confirmed shipping address, instructed customer to put malfunctioning pump into storage mode and return it using prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device, which customer understood and acknowledged.